Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dosage) via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient was "out of it." No further complications were reported. Additional information was received from (B)(6). It was reported that on (B)(6) 2018, the physician's office had reached out to the patient¿s nursing staff to find out what adverse reactions she was having with her baclofen pump, however they were unable to reach anyone. The patient's poa (presumed power of attorney) stated he did not know of any adverse reactions the patient was having. The patient was at a facility for the foreseeable future. It was noted that the patient underwent involved or prolonged inpatient hospitalization. No further complications were reported.

Manufacturer narrative:
The correct date MFR rec was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.